Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient fell and a journ art ins bcs std 5-6 rt10 broke. A revision surgery was performed on (B)(6) 2023 to address this adverse event.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Per the report, the patient was revised due to a broke insert after a fall, however, no further details have been provided. Therefore, the root cause and/or patient impact beyond that which is documented in the complaint cannot be confirmed, nor could it be concluded that this adverse event was a malperformance of the implant or an implant failure. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in the warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. Further actions concluded that there is a higher than expected risk of revision surgery. However, it is critical to note that this does not exceed the risk of exposing patients to a revision surgery that is more invasive than required by unnecessarily removing a well fixed first generation journey bcs femoral component during revision surgery. A voluntary market removal was performed for the journey bcs femoral components and an advisory notice was issued for journey bcs tibial inserts. It was recommended to undertake a field safety corrective action in each regulatory jurisdiction where the device was sold to inform surgeons of the higher expected risk of revision, audit accounts where the devices were supplied before the phase out of the product to ensure that no further inventory remains available for implantation at those sites and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. According with the product material specification, the quality and manufacture of polyethylene shall be controlled. This material is used in the manufacture of surgical implants and instruments and can be considered a surgical grade of polyethylene. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.